Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The impedances have been high since device implant around 95 ohms and have gradually risen since then to 124 ohms. During testing, out of range impedances were observed at 160 ohms. At this time, the rv lead remains in service and the patient is being monitored. No adverse patient effects were reported.